Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a "sac" infection. It was also reported the right ventricular lead displayed high impedance. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.